Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on 10-10-2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024 . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.